Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/31/2014 - pfs and medical records received. This complaint is now legal. Pfs alleges pain, trouble walking, and trouble performing daily activities. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, fibrinous debris, broken 35mm screw, and inflammation. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address cup that was loose and had shifted. One of the screws was broken, and part of it was left in the pt, flush with the bone. There was no metallosis, no blackening of tissue; however, there was grayish-tan scar tissue present.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and insert. Per procedure, these device(s) are exempt from device history record review. A search of the complaints databases and/or review of device history records was not possible against the unknown device. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.